Event description:
It was reported that (B)(6) hospital had an endoplege catheter they found to be defective. The ep balloon would not hold it's pressure upon inflation. This was detected under flouroscopy once the catheter was advanced into the coronary sinus and the balloon was inflated. Customer commented the balloon would inflate but slowly lose pressure (over 10 seconds or so). He said the ruled out any pressure loss from a loose luer lock connector. Rep has the device to return. No biokit needed. The catheter was in the patient when it was deemed defective and had to be swiched out for a new one. No patient complications reported.

Manufacturer narrative:
Expiration date: 05/17/2011. Device manufacturer date: (B)(4) 2010 evaluation results: (B)(4) 2011 - the device balloon was inflated with 2cc or colored water and it is noted that the distal balloon bond has delaminated. There is a fluid path were the bond delaminated. Water was introduced through the pressure and infusion lumens and the water flows from where it should. Visually the device has no defects. There are no other defects detected. These devices are visually and functionally tested 100% prior to packaging. There is a noticeable increase in the force required to insert a dry balloon through the introducer as compared to introducing a balloon that has been wetted prior to insertion. This potentially could contribute to delamination. A corrective action was opened (B)(6) 2011 to investigate a negative trend in delamination of distal balloon bond on the endoplege and this event is applicable to the corrective action.